Manufacturer narrative:
Tandem technical support followed up with the customer, and the customer stated that bg levels were back down to 250mg/dl. The customer had large ketones from the high bg in the morning, however their healthcare provider did not identify them as life-threatening. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated this morning at 456mg/dl. Elevated bg level was treated by changing the insertion site, infusion set, cartridge, insulin, and administering a correction bolus.